Event description:
Boston scientific received information that this patient received five shocks and the device began beeping post therapy. Device interrogation revealed a fault code (fc) indicating an out of range high voltage (hv) impedance. Impedance testing was performed during arm maneuvers and with the lead programmed right ventricle (rv) to device. The impedance was 157 ohms. However, normal measurements were observed in other configurations. The patient was admitted to another hospital for procedure to replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.